Manufacturer narrative:
Date of event and implant date estimated based on aware date.

Event description:
It was reported that and slow balloon deflation balloon withdrawal resistance occurred. A synergy xd drug-eluting stent was selected for use; however, balloon slow deflation and balloon withdrawal resistance from the stent was observed. No patient complications were reported.